Event description:
It was reported by service report that the bed exit alarm beeper was missing from the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: customer had removed the bed exit alarm beeper.